Event description:
It was reported that the patient underwent a bilateral knee arthroplasty. Approximately 11 years post implantation, the patient underwent a left knee revision due to a broken post on the articular surface. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00111214001 - palacos r 1x40 single - 66214164. 00597206535 - all poly patella - 60818085. 00598005701 - stemmed tibial component - 60846985. 00596401651 - femoral component - 60868727. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.